Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) turned off automatically multiple times a day. The patient had to turn stimulation on manually with the patient programmer. The patient indicated that everything worked fine after the ins was turned back on. The cause of the ins turning off was not determined. The patient was not around any obvious sourced of electromagnetic interference (emi) when the ins turned off. The ins was programmed to 0-, 1-, 2+ at 3.5v, 60 usec, or 180 hz on the left side and 8-, 9-, 10+ at 2.9v, 60 usec and 180 hz on the right side. No surgical intervention was taken or planned and the patient was alive with no injury. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient experienced an irregular loss of therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the health care provider (hcp) was advised to observe the patient's stimulation and provide further details if the event occurs again.